Manufacturer narrative:
This report is being supplemented to provide additional information based on foreign material surveys questionnaire and reprocessing information provided by the facility. Communication with the facility, the following information were provided. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: flushed the air/water nozzle with water and air. Flushed with detergent solution. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. No concerns noted on reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign object clogging the device was the material was larger than the inner diameter of the air/water nozzle and got into the air/water channel, causing the clogging. No determination of the cause of the entry of the foreign material, as no detailed handling information was provided. Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "poor air/water supply", found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device return evaluation found clogging of the device nozzle. The nozzle was found with foreign object. This report is being submitted for the clogging of the nozzle due to foreign object found on device evaluation (handling problem, insufficient cleaning issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign object. Due to clogging, the air and water supply volume does not meet the standard value. Insufficient cleaning (handling problems), irrigation error due to clogging were noted. The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Furthermore, the following defects/findings were identified during device inspection: adhesive on a-rubber (insertion section) has white-clouded area. Scope connector (s-connector) has a scratch. Adhesives around objective lens has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area. Connecting tube has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.